Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with skiving. The cause of the skiving remains unknown.

Event description:
During the atrial fibrillation procedure, insertion difficulty with the introducer resulted in the need for an additional femoral puncture. It was noted that the introducer did not allow for the needle to be pushed through smoothly. The introducer was exchanged, which resolved the issue, but required an additional femoral puncture to insert the new sheath. The procedure was competed without adverse patient consequences.